Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated the alarm has occurred three times in the past. The customer's blood glucose was unknown at the time of incident. Customer stated they were able to resolve the alarm with a complete set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.